Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument would not engage. Upon inspection, the instrument was observed to have a cable protruding from side. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have broken pitch cable at distal end. The broken cable segment that contains the crimp was missing from clevis. The instrument pitch cable crimp was found to be missing and not returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with initial reporter and obtained following additional information : there were no event(s) where fragment from reported 8mm small grasping retractor instrument fell inside of the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests were not performed to check for remaining fragments.